Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up, down, and ok keypad buttons had a delayed response. The reporter also noticed cracks in the keypad and a hole over the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is torn on top of the ok key. The up, down and ok keypad buttons were intermittently unresponsive and the contrast button responded appropriately. Evaluation revealed that contamination was found under all key contacts and the ok, up and down buttons were found to be inverted. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.